Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: there were multiple occlusion alarms observed in the pump's black box. The rewind, load cartridge, and prime steps were performed with no issues. The pump's force sensor passed a calibration check. The pump was exercised for 24 hours with no issues. The alleged issue could not be duplicated.